Event description:
The information provided to sjm indicated an unknown epic valve was implanted in (B)(6) 2012. A pacemaker was also implanted in the patient on an unknown date. Approximately, 15 months ater the epic valve was implanted, the patient was seen for cardiac insufficiency. Examination revealed a high gradient of 100 mmhg and endocarditis. Surgery was scheduled for (B)(6) 2013.